Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator. It was reported that during implant procedure, the torque wrench would not advance the set screw. The lead would easily slide in and out of the ins even after the torque wrench would click. The impedances were all abnormal. Contributing factors to the reported event were unknown. Impedance testing was done and the lead had been re-seated in the ins. The doctor worked with the torque wrench to try to get it threaded and it would not work. A new ins was used and the issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Device received by manufacturer, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2018-03-30 14:40:27 cst pli# 10. Product ID# 3058. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can and determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.